Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for erratic and low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests on (B)(6) 2025 of 56 mg/dl and 103 mg/dl and from (B)(6) 2025 of 75 mg/dl and 144 mg/dl (undisclosed if fasting or non-fasting). The customer¿s expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results during the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/25/2026; open vial and product storage were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 02-jul-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.